Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have high blood glucose was 457 mg/dl. Customer did not contact healthcare professional. Customer had symptoms of high blood glucose; customer was thirsty. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Alarm history showed low reservoir. Customer reported that drive support cap appeared normal. Customer states there were no leaks but did see champagne size air bubbles in infusion tube. Settings were incorrect; time and date were not correct. Customer was assisted with correcting incorrect time due to daylight savings time. Customer was not sure about other settings and was advised to contact healthcare professional regarding settings. Customer believed that high blood glucose was due to miscalculating carbs. Customer was advised to monitor insulin pump and to call back to complete high pressure test if issue persists.